Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a back up vvi alert was received via merlin.net. The asymptomatic patient was brought into the clinic where a successful download was completed and the device was restored to normal operation. Patient will be monitored.